Event description:
It was reported that during a tvt procedure, while passing the needle through the symphysis, the tape and plastic sleeve were no longer attached to the needle. It was inside the pt and had to be removed vaginally. The procedure was aborted with no pt consequences.